Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of low inspiratory pressure could not be duplicated or confirmed. Ventec downloaded the device's electronic records for analysis but did not observe any alarms due to low inspiratory pressure. Ventec did observe that the ventilator was unable to maintain peep (positive end expiratory pressure) during testing, which may have been the "pressure" that the reporter was attempting to initially describe. Ventec replaced the internal flow transducer (ift) to resolve the observed issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
It was reported to ventec that the ventilator's inspiratory pressure was low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.